Event description:
It was reported that the patient is not receiving stimulation in her back. The patient indicated she had fallen and broken her leg in (B)(6) 2012, however the patient's loss of stimulation began after her leg had healed. X-rays were taken and revealed the lead had migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.